Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.0in had foreign material. The following information was provided by the initial reporter: the issue reported was that the ¿when a nurse took the cap off to insert into the patients¿ vein, they noticed little pieces of plastic at the tip of the catheter. In the picture below circled one of the pieces. There were more but they fell off."

Manufacturer narrative:
Investigation results: received one photo and (B)(4) units of a 20gx1.00insyte autoguard bc device from lot 3178595 for the investigation of this complaint. Photo sample: a photo on an unsealed 20g iag device was provided. On the photo the needle cover is missing, and an emphasis is made on the tip of the catheter. The customer highlighted what appears to be foreign material. The material is of cylindrical shape and it on attached to the catheter tip. Further characteristics of the foreign matter cannot be made given the quality of the image. Physical samples: a gross visual inspection of the (B)(4) units shows that every unit was sealed in its packaging with no physical defect. Each unit was inspected for foreign matter by meticulously looking at all the components including the packaging. No foreign matter was observed on the unit. As the device on the photo was unsealed, the defect of foreign matter cannot be conclusively attributed to the manufacturing process. As the foreign matter could have been picked up in the user environment. Operators perform gmp and gowning per the quality plan as well as periodic inspection for foreign matter per the sampling plan. Cleaning and bd 5s are perform my operators to maintain a clean work area and reduce potential introduction of foreign matter. Additionally, manufacturing is covered where possible to reduce and mitigate the introduction of environmental foreign. Investigation conclusion(s): the defect of foreign matter was confirmed based on the photo sample. Probable root cause conclusion(s): undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.